Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the cup. Medical records were not provided. A definitive root cause cannot be determined. It was noted the rep stated a 15 degree shoulder liner was implanted, however it is unknown if they meant a liner for the shoulder or a language barrier of a high wall liner. It is also unknown if the products were damaged when attempting to reassemble. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date where competitor product was implanted. Subsequently, approximately 11 (eleven) years later, the patient undergoes a revision of competitor product where a zimmer biomet cup, liner and head are implanted. During the post operative period in the hospital, the cup and liner disassociates. The patient undergoes a second revision approximately 1 (one) week later to fix the liner and cup. During the revision, the surgeon is unable to mate the liner with the cup. The liner and cup are explanted leading to major bone loss for the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.